Manufacturer narrative:
For each device the quality documents associated with the manufacture were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process.

Manufacturer narrative:
(B)(6) /2013 - we were later informed this patient had a hematoma that burst. Patient reported having a fever. This was first reported to the FDA via asr. An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
This system was removed due to infection. There is no indication that the system has been replaced yet. The hospital retained the devices. Should additional information be received, this file will be updated. On (B)(6) 2013 - this pt had a hematoma that burst. Pt reported having a fever.